Event description:
Per employee health on the day of the event a clinical assistant developed a rash on both hands after wearing the gloves. The rash was described as red, itchy, hot bumps. The individual went to the ER dept where individual was given cortisone cream. This individual has no history or allergies.